Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06feb2019. The manufacturer¿s technical service person confirmed the reported ac power cord issue. The customer's service technician replaced the power cord and resolved the issue.

Event description:
The caller reported that the unit alerted the operators that the unit was operating on direct current when the unit was connected to alternate current. There was no patient involvement. The event date was not specified; estimate used.